Manufacturer narrative:
The product was not returned for evaluation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) numbers: k101880. Device remains implanted.

Event description:
It was reported that the cover screw ir healing abutment would not screw in or seat into the implant. The implant was rethreaded and a healing abutment was able to be successfully placed.